Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-01843). It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was implanted during an esophageal stenting procedure on (B)(6) 2011. According to the complainant, the patient had an esophageal-bronchial fistula associated with esophageal cancer. On (B)(6) 2011, the stent was successfully implanted to cover the fistula. On (B)(6) 2011, the patient returned to the hospital presenting with bronchoaspiration symptoms including a cough and breathlessness. In addition, the patient was treated with IV antibiotics for aspiration bronchopneumonia. A barium x-ray test was performed and confirmed the presence of a wide esophageal-bronchial fistula in the mid-esophagus not seen during the endoscopy procedure. The stent spanned the fistula; however, microperforations within the stent cover caused the fistula to leak. The microperforations along the stent were estimated to be 1-2mm in diameter. On (B)(6) 2011, a second wallflex partially covered esophageal stent was implanted within the existing stent to seal the fistula. After implanting the stent, the patient coughed and the physician examined the stent. At this time, microperforations were discovered within the stent cover of the second stent. The microperforations along the stent were estimated to be 1-2mm in diameter. The physician removed the second stent from the patient; the first stent was left implanted. On (B)(6) 2011, an ultraflex partially covered esophageal stent was implanted within the first wallflex stent. In a follow up visit, it was noted that the patient's symptoms had resolved indicating that the stent successfully sealed the fistula. There were no patient complications as a result of these events. The patient's current condition was reported to be stable.